Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 33-year-old female patient who had essure (batch no. 627751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neurofibromatosis. Previously administered products included for an unreported indication: yasmine. Concurrent conditions included acute sinusitis, otitis media acute, cough, dyspnea, abdominal pain, pelvic adhesions, dysuria, uterine fibroids and surgical scar. Concomitant products included mesalazine (asacol), paracetamol (acetaminophen), propranolol, sumatriptan succinate (imitrex df) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, right oophorectomy, lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2014: slightly prominent markings in the slightly lower left lung laterally most likely minimal fibrosis or atelectasis,. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2009: essure confirmation test conducted (unspecified) showed bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: the uterus is enlarged and very heterogeneous findings may represent the presence of multiple fibroios. Other masses are not excluded. 4.5 cm cystic focus in the right ovary. Recommend short-term follow up examination to assure resolution. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 627751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included neurofibromatosis. Previously administered products included for an unreported indication: yasmine. Concurrent conditions included acute sinusitis, otitis media acute, cough, dyspnea, abdominal pain, pelvic adhesions, dysuria, uterine fibroids and surgical scar. Concomitant products included mesalazine (asacol), paracetamol (acetaminophen), propranolol, sumatriptan succinate (imitrex df) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, right oophorectomy, lysis of adhesions). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, nausea and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff has suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray on (B)(6) 2014: slightly prominent markings in the slightly lower left lung laterally most likely minimal fibrosis or atelectasis,. Hysterosalpingogram on an unknown date: essure device was successfully occluded. Imaging procedure on (B)(6) 2009: essure confirmation test conducted (unspecified) showed bilateral occlusion. Ultrasound pelvis on (B)(6) 2014: the uterus is enlarged and very heterogeneous findings may represent the presence of multiple fibroios. Other masses are not excluded. 4.5 cm cystic focus in the right ovary. Recommend short-term follow up examination to assure resolution. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporters information updated. Event: abdominal pain , dyspareunia (painful sexual intercourse), back pain, bladder/urinary problems were added. Event outcome were updated to recovered: pelvic pain , abdominal pain, dyspareunia (painful sexual intercourse), back pain, bladder , urinary problems. Fu 1, fu 2 and fu 3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.